Event description:
The pharmacist at the hospital, reported that "the labeling indicates part reference 437408s - lot z04224, and when opening the device, it was actually part reference 437208s - lot w12304."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported event that the plate is wrong labeled could be confirmed since the returned device matches the reported failure. Based on investigation, the root cause of the determined mix-up was attributed to a user related issue. The mix-up probably occurred in the hospital. An investigation was done with the production. Results show: lot w12304 does not exist in the system, but w12307 exists for the references plate. Bot lots are manufactured with a difference of 21 month. The starting and the end dates of the wos do not interfere with other lots of the references items. Qtys of the plates and the packaging materials conform to quantity of wo. Both plates have totally different geometry (left, right), curvature (bent out of plane vs. Bent in plane) and plate ends (straight vs. Tear drop) as the correct lot is obviously lasered, the plate is identified by article number and geometry. Based on the gathered data, the only reasonable mix-up could have happened outside of the manufacturer facility and can be imagined, that during surgery, the surgeon decided to not use the inner plate and the staff assigned the closed blister to the wrong carton. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation.

Event description:
The pharmacist at the hospital, reported that "the labeling indicates part reference 437408s - lot z04224, and when opening the device, it was actually part reference 437208s - lot w12304."